Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed the weld between the actuator and adapter tube has failed and indentations/circular marks are present on the cutter tip end. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. Device history record review revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an allograft acl procedure, during the femoral socket preparation, the surgeon was attempting to drill through the patient's femur with a 8.5 mm short flipcutter (lot: 703270942, line 191033). The inner cannulation of the 8.5 mm flipcutter broke and separated from the outer sleeve and did not allow the blade to re-flip. The surgeon used a hemostat to flip the blade manually and was able to finish the drilling. Then, while the surgeon was preparing the tibial socket, he was using a 9 mm short flipcutter (lot: 701370384, line 191034). During this process, the 9 mm flipcutter would not flip after retro drilling. The inner part of the 9 mm flipcutter broke and separated from the outer sleeve. The surgeon had to chuck the outer sleeve of the 9 mm flipcutter and make a full tunnel vs. His original plan of a socket.